Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and g2. The information in b3 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the valve entered the suction channel and the subject device was replaced during the procedure. Additionally, there was foreign material found in the channel tube and it's likely the foreign material in the channel was a clip that was used in the procedure. However, a final root cause of these events was unable to be identified. The event can be detected by following the instructions for use which state: ¿the detection way is included in gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection.¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera iii colonovideoscope having broken valve at the aspiration channel. The event occurred during a diagnostic colonoscopy procedure. It was reported that the device was inspected before use with no abnormalities and the procedure was discontinued to replace the device with a similar device. Upon inspection and testing of the returned device, foreign material resembling an endoscopy accessory was found at the instrument channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to damage on suction cylinder, the suction function did not work, switch 1 cut, grip scratched, air/water cylinder discolored, suction cylinder discolored, due to clogging of air/water tube, water supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, distal end cover dented, adhesive around light guide lens discolored, adhesive on angle rubber cracked, and protector of universal cord on scope connector side cut. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.